Event description:
The advocate stated the customer received a blood glucose reading of 576 mg/dl from her contour ts and a reading of 200 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was unable to troubleshoot. No product will be returned at this time.